Event description:
It was reported that the patient with this implantable cardioverter defibrillator received seven inappropriate shocks and 32 anti-tachycardia pacing due to what appears to be supraventricular tachycardia. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.